Event description:
It was reported that pump battery did not hold charge as long as when new. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, technical support reviewed device logs and found battery use within normal range, documented event with limited available information, and closed case without additional actions.